Manufacturer narrative:
G4:24nov2020. B4:02dec2020. H11: b3: 08oct2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:12jan2021. B4:13jan2021. H11: after reviewing this file it was determined this was reported in error. The unit failed during extended self-test therefore no patient involvement and no patient risk. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The customer reported that the safety valve wont open, wont pass est, and displayed an error delivery test failure. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.